Event description:
Ref. 1640319-1996-00463. The reporter indicated that during a follow-up check on 9/3/96, the ventricular pulse could not be observed after the atrial pacing on ECG, and the intrinsic beat appeared at 400 msec after p-q interval. When trying to increase ventricular output, no change to the situation was observed. A fracture was suspected under the clavicle with ventricular lead 430-10-04966 under x-ray, and the dr decided to replace the lead. Further event description is on page 3 of this form.